Manufacturer narrative:
Device technical analysis: this product remains implanted. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Inappropriate shocks are a known inherent risk of the use of this product. Investigation conclusion: based on the available information, although no product has been returned, we have determined that fracture is a known inherent risk with use of this product. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohm and shock impedance measurements greater than 125 ohms. High thresholds, noise and oversensing were also observed. Inappropriate ant-tachycardia pacing (atp) therapy and one inappropriate shock were delivered and imaging identified a lead fracture. It was noted that the patient uses a power rower on a daily basis which the physician suspects caused the fracture. A subcutaneous implantable cardioverter defibrillator (sicd) was implanted. This rv lead remains in the patient at this time. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this this right ventricular (rv) lead exhibited pacing impedance measurements greater than 3000 ohm and shock impedance measurements greater than 125 ohms. High thresholds, noise and oversensing were also observed. Inappropriate ant-tachycardia pacing (atp) therapy and one inappropriate shock were delivered and imaging identified a lead fracture. It was noted that the patient uses a power rower on a daily basis which the physician suspects caused the fracture. A subcutaneous implantable cardioverter defibrillator (sicd) was implanted. This rv lead remains in the patient at this time. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.